Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Additional findings of all conductors distorted, all conductors blood/body fluid (not obstructed) and apparent explant damage. Full lead returned and analyzed.

Event description:
It was reported that during an implant attempt the left ventricular (lv) lead could not be placed securely. The lead was not implanted and another lv lead was successfully implanted. No patient complications have been reported as a result of this event.